Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom "delay between user input and ui functionality," which was identified during evaluation and was confirmed. Evaluation experienced a delay of approximately 3 seconds between user input and ui functionality. The processor printed circuit board (pcb) was replaced to correct this condition. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had a delay between user input and ui functionality. There was no patient involvement.